Event description:
It was reported that a perforation with subsequent pericardial effusion occurred. A watchman access system (was) was positioned and three watchman laa closure device & delivery systems (wds) were used during a left atrial appendage (laa) closure procedure. Two closure devices were initially deployed and were fully recaptured due to not meeting the release criteria. During deployment of the third device (27mm), the device "jumped" forward and was ultimately deployed in the pericardium as noted via transesophageal echocardiogram (tee). At this time, a cardiac perforation with pericardial effusion was noted. A pericardiocentesis and cardiopulmonary resuscitation were performed. The patient maintained a pulse throughout the process and was transferred to the operating room for open heart surgical removal of the device and clipping of the laa. The patient was put on extracorporeal membrane oxygenation (ECMO). Surgery was successfully completed and bleeding was controlled. The patient was taken off ECMO and had pressures in the 100s. The patient is well and stable following these events. It was further reported that a cardiac tamponade occurred. The patient lost pulse a couple times throughout the code and then pulse returned. Cardiopulmonary resuscitation was started and stopped approximately 3 times. The patient had a pulse on the way to the operating room.

Event description:
It was reported that a perforation with subsequent pericardial effusion occurred. A watchman access system (was) was positioned and three watchman laa closure device & delivery systems (wds) were used during a left atrial appendage (laa) closure procedure. Two closure devices were initially deployed and were fully recaptured due to not meeting the release criteria. During deployment of the third device (27mm), the device "jumped" forward and was ultimately deployed in the pericardium as noted via transesophageal echocardiogram (tee). At this time, a cardiac perforation with pericardial effusion was noted. A pericardiocentesis and cardiopulmonary resuscitation were performed. The patient maintained a pulse throughout the process and was transferred to the operating room for open heart surgical removal of the device and clipping of the laa. The patient was put on extracorporeal membrane oxygenation (ECMO). Surgery was successfully completed and bleeding was controlled. The patient was taken off ECMO and had pressures in the 100s. The patient is well and stable following these events.